Manufacturer narrative:
Correction: d, f, g. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: souseikai general hospital, medical corporation. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening, a significant amount of sterile water leaked out from the tip of the foley catheter, so the health professional refrained from using it. Per clarification information received via email on 22jan2026, it was reported issue was that the damage of the syringe resulting in leakage. So, not deflation due to trauma.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening, a significant amount of sterile water leaked out from the tip of the foley catheter, so the health professional refrained from using it.